Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports that donor samples (B)(6) generated initial and repeat (B)(6) results with the abbott prism hbsag assay reagent lot 81091m500 on the abbott prism analyzer serial number (B)(4). The customer does not perform confirmatory testing at their facility. The samples were therefore sent to another lab and tested with the abbott prism hbsag confirmatory assay and were confirmed (B)(6). The same samples tested (B)(6) with an nat procedure. No suspect results were reported from the lab. There is no impact to donor management reported.

Manufacturer narrative:
A review of complaint tracking and trending metrics was performed and identified no related adverse or non-statistical trends in conjunction with the complaint issue currently under evaluation. No non-conformances, potential non-conformances or deviations were found, which may have impacted the performance of the product. A review of field data was performed. (B)(4). Both the initial and repeat reactive rates as well as the specificity are within assay package insert specifications. The prism hbsag assay package insert provides information to address the current customer issue. Based on the available information from the customer site and the results of this evaluation, there is no evidence to reasonably suggest that a systemic issue or product deficiency exists.

Manufacturer narrative:
The donors were contacted and asked to return for retesting. The results were non-reactive. Contamination and possible receipt of the hepatitis b vaccine were ruled out by the customer as possible reasons for the initial false reactive results. Master lot used in the testing on (B)(6) 2018 was 82069m500. For reagent lot 81091m500, one other customer had registered a complaint. Therefore, no problematic complaint activity was identified that would indicate this product was performing contrary to claims.